Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 30-nov-2021 / serial or lot#:  (B)(6) UDI #: (B)(4). D9:  no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 23-nov-2020. H5: no. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high watt alarms. The patient did not exhibit any signs or symptoms, but they were admitted to the hospital to rule out thrombus. It was also reported that the controller exhibited an unexpected loss of power and had a "frozen date and time (B)(6) 2021 @06:13:00." The clinic reported that they were "only able to see the past 24h trend screen" and it was noted that there was a date time change from (B)(6) 2021 to (B)(6) 2023. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had a computed tomography (CT) and an echocardiogram, which confirmed there was no presence of thrombus. It was also noted that the double disconnect of power sources was caused by the patient.

Manufacturer narrative:
###A supplemental report is being submitted for additional information received. Updated a4, b5 and additional codes. <(><<)>end> investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: controller serial or lot#: (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. Log file analysis revealed that the data log file entries were recorded with a frozen date and time stamp of (B)(6) 2021 at 06:13:00. Analysis of the event log life revealed multiple entries with frozen date and time stamps of (B)(6) 2021 at 06:13:00. In addition, log files also revealed four (4) power up events with associated pump start events were logged with a frozen time stamp of (B)(6) 2021 at 06:13:00. The frozen date and time stamps are indicative of an issue with the controller's real time clock. Of note, analysis of the event log file revealed that the date/time on the controller was manually set by the site on (B)(6) 2023 to the proper date and time. After the date/time was manually set, the real time clock worked as intended. Analysis of the alarm log life revealed a high watt alarm with frozen date and time stamp of (B)(6) 2021 at 06:13:00; in the event log file, multiple changes of pump rotational speed were logged with a frozen time stamps. After the date and time were manually updated, log files revealed normal power consumption was logged on (B)(6) 2023. As a result, the reported losses of power, frozen time stamp and high watt alarms events were confirmed. Information received from the site indicated that, in addition to the reported high power, the patient did not exhibit any signs or symptoms, but they were admitted to the hospital to rule out thrombus. It was further reported that the patient had a computed tomography (CT) and an echocardiogram, which confirmed there was no presence of thrombus. Based on the available information, the device may have caused or contributed to the reported high watt alarm event. Based on risk documentation and the available information, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, patient related factors, inappropriate pump rotational speed, and/or inappropriate setting of the alarm threshold. A possible root cause of the frozen time stamp event can be attributed, but not limited, to electrical interferen ce and/or a faulty component. The most likely root cause of the losses of power to the controller can be attributed to the reported disconnection of both power sources from the controller as described in the event details. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of device thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.